Manufacturer narrative:
Reference cmp-(B)(4). Report source- foreign: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation of the reported event is completed, a supplemental medwatch 3500a will be submitted. Concomitant medical products-: zimmer cr-flex gsf femoral component porous- catalog # 00575201601 lot 62181376. Zimmer headless trocar drill pin -catalog # 00590102000 lot 62213237. Zimmer tibial component stemmed precoat-catalog # 00598003702 lot 62155299. Zimmer headed screw 48 mm-catalog # 00579104100 lot 62203464.

Event description:
It was reported that a patient underwent a left knee revision of a nexgen articular surface four years post op, due to pain. Attempts have been made and additional information is not available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. The device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Per the packaging insert associated with the device, pain is a known adverse effect of the procedure. Therefore, the root cause cannot be determined at this time. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.